Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis synergy simplicity intraocular lens (iol) was explanted from the patient's right eye during secondary surgery due to the patient still suffering from glare and halos while driving and her vision not being as sharp as she would like it to be for vision. There was no information about incision enlargement, sutures, or vitrectomy. The lens was replaced with another j&j different model, but with the same diopter. The patient's post-procedure status is unknown. No further information is available.